Event description:
It was reported that during an inflation in the arm, the pta balloon ruptured and two pieces of the balloon detached from the catheter. The detached balloon segments were successfully retrieved. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted and the lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The device was returned. Two segments of the balloon were returned detached from the catheter. The detached segments of the balloon were examined. The balloon segments were bunched. No functional testing could be performed due to the condition in which the sample was returned. Based on the sample condition, the investigation is confirmed for balloon detachment and a complete circumferential rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.